Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is under-delivering insulin. Customer's mother stated that the blood glucose reading was 300 mg/dl and dropped to 131 mg/dl. Customer was high all day. Customer feels nauseated. The infusion set needle is slightly bent. Nothing further reported.